Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the bending section rubber was slack. There was an abnormality on the external appearance of the boot and ultrasonic transducer. The center of the endoscopic image became cloudy due to the intrusion of moisture into the objective lens. There was a leakage at the bending section due to the perforation. There was a leakage at the endoscope connector due to a defective part. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the objective lens had fallen off due to loosening or detachment of parts joint area. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). The device repair history could not be checked because information about the user facility was not available. After checking the year of manufacture of the device, it was manufactured in 2009, so the reported event is likely to have been caused by aging. Omsc determined that the reported event had occurred due to the loss of adhesive strength due to the deterioration of the objective lens adhesive and the effects of external forces applied to the distal end when using the device. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.